Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history setting issue. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the allegation of the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 2/13/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/24/2017 with the following findings: reported date from (B)(6) 2016 is overwritten. Last basal delivery was on (B)(6) 2016@12:56pm prior ¿cs144¿ alarm, tdd add up and reflect the programmed basal rate target. The pump reflected 24u after a 24hr on 1 u/hr basal program duration test. The pump was correctly paired with a test transmitter; the product performs within spec. Unable to duplicate ¿history/settings¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.